Event description:
The reporter contacted animas on (B)(6) 2012 alleging that for the past four days, the pump has been scrolling through the menus and the ok keypad button is intermittently unresponsive when pressed. The reporter also stated that the patient woke up in the middle of the night and noted that the pump recorded a 0.0 unit bolus was delivered. The reporter stated, the pump is not exposed to water. The patient reportedly wears the pump under clothing against the body and does not clean the pump. There is no adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. Testing confirmed all the keypad buttons had intermittent response when pressed. The ok keypad button required multiple presses with increasing force to evoke a response. Testing confirmed the keypad buttons are hypersensitive and scrolling in response to button presses. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. The ok button contact was noted to be inverted.